Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed functional loss of capture and competitive atrial pacing due to under sensing, as well as inappropriate automatic mode switch (ams) due to far r oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.